Event description:
It was reported that during advancement of the 8.0x59mm omni elite self-expanding stent delivery system, the stent slipped off the balloon and was successfully retrieved. It is unknown how the stent was retrieved. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported stent dislodgement could not be determined; however, factors that may contribute to stent dislodgment include, but are not limited to, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, interaction with accessory devices, previously placed stents and/or patient disease state. In this case, it is possible that the device may have interacted with accessory devices (guide catheter) during advancement, causing the reported stent dislodgement; however, based on the limited information provided by the account and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: dates estimated.